Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's girlfriend reported via phone call that insulin pump is not giving the customer insulin. Customer's blood sugar is really high. Blood glucose value was 440 mg/dl at the time of call. The customer had symptoms such as dry heaves, nausea, severe and treated with insulin pump. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Unable to perform high pressure test due to customer does not have a tubing clamp available. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis. Sending mio infusion set (mmt-965).